Manufacturer narrative:
(B)(4). No device return. The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that when the device was used to cut the jejunum during an unknown procedure, the staples were malformed at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.